Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an abrasion breaching the outer insulation at 13.2 cm - 13.9 cm from the distal tip. The lead abrasion is consistent with that produced from friction to another implanted device.